Event description:
While performing egd/eus, ultrasound machine malfunctioned. Could not obtain clear images to perform eus/fna safely. Vendor notified for trouble shooting of the device. Unable to resolve problem. Vendor to come to the site. Olympus and aloka evaluated device and were unable to duplicate problem. Have since identified potential problem with a cable that has been fixed.device #1is this a laboratory device or laboratory test?no.